Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during a pacemaker replacement procedure, the box of the subject device was opened. The hexagonal screwdriver provided with the subject pacemaker was used in order to loosen the atrial and ventricular set-screws of the implanted pacemaker, however, the shaft of the hexagonal screwdriver was reportedly unstable and the physician was unable to loosen the set-screws. A new pacemaker box was opened. The hexagonal screwdriver provided with this pacemaker was successfully used to loosen the set-screws of the implanted pacemaker. Both leads were disconnected from the implanted pacemaker and were connected to the new pacemaker.

Event description:
On (B)(6) 2018, during a pacemaker replacement procedure, the box of a kora 250 dr was opened. The hexagonal screwdriver provided with the pacemaker was used in order to loosen the atrial and ventricular set-screws of the implanted pacemaker, however, the shaft of the hexagonal screwdriver was reportedly unstable and the physician was unable to loosen the set-screws. A new pacemaker box was opened. The hexagonal screwdriver provided with this pacemaker was successfully used to loosen the set-screws of the implanted pacemaker. Both leads were disconnected from the the implanted pacemaker and were connected to the new pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report. Attachment: [20190315 - file-2018-04117 - analysis_and_closure_report_resp-2019-00303.pdf].